Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the manual prime process. The customer stated that she was trying to fill the tubing when she received the no delivery alarm. The customer's blood glucose was 90 mg/dl. Customer stated that prior to the no delivery alarm, the blood glucose was low but she treated with 2 glucose tablets. She advised that she was fine. The customer was advised to disconnect and reconnect the tubing and reservoir. The customer reported that insulin did not exit with a manual plunger push. The customer assembled a new infusion set with the current reservoir and found that the issue was not resolved; insulin did not exit the tubing. The customer advised that the alarm was resolved by a reservoir change, and the insulin pump did not alarm no delivery with a manual prime thereafter. The customer was advised that the reservoir would be replaced.